Event description:
There was an extracorporeal photopheresis (ecp) kit malfunction. It appears there was a hole in the tubing leading in to the photo activation plate. The blood and plasma from cycle number one leaked onto the floor instead of going into the photo plate. The treatment was stopped and an emergent complete blood count was drawn. The lab results were below the normal parameters for the treatment. Three doctors were paged. Another machine was primed with a new kit. The patient started on another treatment. The treatment was stopped after the first cycle. This cycle was photoactivated and returned to the patient and vital signs were stable throughout the procedure.